Manufacturer narrative:
Investigation: the heartstring device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the seal had cracked along the fifth row from the edge. The tension spring assembly was inside the delivery tube and the seal was extended outside of the tube. There was a significant amount of blood on the seal and inside the delivery tube. The white collar was not present and the plunger had been depressed. Based upon the eval results, the reported complaint was confirmed for failing to open during deployment and for the cracked seal. A lot history record review was completed for the reported product lot number. There were no non conformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal did not open during deployment into the aorta. The procedure was completed with a side biter clamp as the hospital did not have any add'l heartstring devices in stock. The hospital did not report any pt effects. The product was returned for investigation.